Event description:
An attempt was made to use an admiral xtreme pta balloon catheter in a patient; however, it was reported that the balloon of the admiral xtreme device burst during inflation. The patient is reported to be fine. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: based on the limited information provided, no root cause can be determined.